Manufacturer narrative:
D4 UDI number is not required for this product code. H.6. - results = 3252 &174 are based on the actual device evaluated; 213 is based on the returned and rentention samples from the same lot evaluated. H.6. - conclusions = 77 is based on the actual device evaluated; 71 is based on the returned and retention samples fom the same lot evaluated. The actual device has been returned to the manufacturer facility for evaluation. The total length was compared with a product sample from the involved product/lot# combination. The actual device was found to have become shorter by approximately 130mm, meaning the distal portion approximately 130mm was missing. Magnifying and electron microscopic inspections revealed the urethane outer layer had been dissolved and whitened. The core wire was protruding from the lateral side of the urethane outer layer. The outside diameter was measured on the undamaged segment and confirmed to be within manufacturing specifications. Magnifying inspection of the outer surface found a trace implying the actual device had been pinched with an object at approximately 280mm from the fractured end. The urethane outer layer was removed for further inspection of the fractured core wire. Magnifying inspection of the core wire found it had been dissolved and discolored on the segment adjacent to the fracture. There was no occurrence of diminishment or flexure around the fracture with the generation of a dimple pattern noted on the fracture cross section. Elementary analysis of the core wire with sem-edx detected o (oxygen) on the discolored segment. This indicates the core wire was exposed to some heat load on this segment, dissolved and oxidized, resulting in the observed discoloration. The outside diameter of the core wire was measured on the undamaged segment and confirmed to meet manufacturing specifications. Visual inspection of a retention sample from the reported product code/lot number combination found no anomalies. Magnifying inspection of the outer surface did not reveal any anomalies. The outside diameter was confirmed to meet manufacturing specifications. The competitor's catheter involved in this complaint was provided for ashitaka factory along with the actual device. Visual inspection upon receipt did not find any anomalies. An unused product sample from the involved product/lot# combination was provided to ashitaka along with the actual devoce. This guide wire sample and the competitor's catheter were primed respectively and the guide wire sample was inserted into the competitor's catheter. It was able to be advanced along the total length with no difficulty. Simulation testing was conducted. The sample was subjected to repetitive 90 degree bending forces until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a dimple pattern on the flat fracture cross-section surface. This state was found to be very similar to the actual device. A review of the device history record and product release decision control sheet of the involved product code/lot number combination revealed no relevant findings. A search of the complaint file found no previous report of this nature with the involved product code/lot number combination. There is no evidence this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely energy emitted from the lithotripsy affected the urethane outer layer and the core wire of the actual device, dissolved and discolored them. Subsequently the distal segment of the actual device was trapped due to some factor(s). The core wire became fractured starting at the dissolved segment. Finally, the pulling force subjected to the urethane outer layer ripped, resulting in the reported event. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: when using a drug or a device concurrently with the guide wire m, the operator should have a full understanding of the properties/characteristics of the drug or the device so as to avoid damage to the guide wire m. For example, when using the guide wire m nonvascular with any device that emits energy (laser, pressure, ultrasound, etc.), confirm that the guide wire m non-vascular is retracted into a position where it will not be impacted by the energy. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported device separation during procedure. The following information was provided by the user facility: tul (transurethral ureterolithotripsy) was performed to remove the calculus formed in the kock-alternated vesical afferent limb; in order to exchange the dj catheter an antegrade insertion of the actual device through the ureteral catheter was made into the left nephrostomy; during manipulation of the actual device it aberrated into the right ureter; this made it difficult for the user to withdraw the actual device; the actual device was held with forceps and pulled forcefully; as a result, the distal segment became fractured and remained inside the right ureter of the patient; and the fractured piece was approximately 13 cm in size.